Event description:
The patient reported that v-go fell off, first time after 3 hours, second time 6 hours and third time after 4 hours. Last time this happened was this past saturday, (B)(6) 2022. The patient mentioned that in one occasion she was sleeping and woke up and saw the v-go device on the floor. The patient confirmed that she prepares the infusion site properly and changes sites. The patient wears v-go on her arms and abdomen.